Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two pns (off-label) leads from the same lot number. It was reported, the pt was not receiving effective stimulation therapy. Per the pt's physician the pt's leads migrated. Follow-up identified the pt underwent surgical intervention to repositioned her leads on (B)(6) 2014. Effective stimulation therapy was reportedly restored postoperative.